Event description:
A customer reported 3036 detector temperature lower limit error on the aia-2000 analyzer. Customer rebooted the analyzer and error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and confirmed the reported error. The fse rebooted the computer for the analyzer and powered off and on the analyzer, but error remained. The fse proceeded to clean the contacts and push pin for the connector cn1 to deth heater ht372 on the detector and connector that are located on the temperature board. This allowed the detector temperature to raise to 37.0 degrees. The fse validated the analyzer by running controls with results within acceptable range. The aia-2000 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6).. There were no other similar complaints found during the searched period. The aia-2000 analyzer operator's manual under appendix 4: error messages states the following: [3036] detector temperature lower limit error cause : the detector temperature decreased to below the lower limit (standard: 30). The current measurement will be flagged (io flag) and new measurements will be suspended. Solution : reset the main power. Contact tosoh service center or local representatives. The most probable cause of the reported event was due to a connection problem with the detector unit, cause traced to component failure.